Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The cable was flooded image which caused no output. The cable was twisted and scratched. The electrical contact on the connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the camera head presented no image. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable and cable deterioration. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿regarding scratches on cable and water immersion of cable, the following is stated in the instruction manual. This can prevent the phenomenon. Never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.